Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter. Product return status: 7 devices were received. 12 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 6 reported events were not confirmed. Evaluation results: 1 device was found to be affected by internal corrosion. 3 devices were found to be affected by broken down lube. 3 devices had no problem found. Additional information: 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 19 previously reported events are included in this follow-up record. Product return status: 14 devices were received. 5 devices were not available for evaluation.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 19 previously reported events are included in this follow-up record. Product return status 14 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 5 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 9 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion. 4 devices had no problem found.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 19 previously reported events are included in this follow-up record. Product return status 13 devices were received. 4 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 5 reported events were confirmed. 8 reported events were not confirmed. Evaluation results 9 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion. 3 devices had no problem found.